Event description:
A third-party service agent contacted physio-control to report their customer's device would lock-up during the self-test phase of the boot-up cycle. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service replaced the user interface to stack flex cable assembly and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part was further evaluated by the failure analysis center and the reported issue was verified. It was observed that the removed user interface (ui) to stack flex cable assembly had some physical damage. Which resulted in the device to not complete its boot-up cycle.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report their customer's device would lock-up during the self-test phase of the boot-up cycle. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.